Manufacturer narrative:
On 18-apr-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head of the toothbrush keeps falling off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head kept falling off of the oral-b professional care 600 toothbrush. No injury was reported. On 18-jan-2024 follow up via picture: the suspect product lot was 1cb25020248. No injury was reported.

Event description:
Head of the toothbrush keeps falling off - oral-b [device breakage] case narrative: male consumer via e-mail stated that the oral-b toothbrush head kept falling off of the oral-b professional care 600 toothbrush. No injury was reported. 18-jan-2024 follow up via picture: the suspect product lot was 1cb25020248. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return